Manufacturer narrative:
The second revision is addressed and reported under MDR #6000153-2015-00576. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reporting that they had two revisions done on the system. The first revision done on (B)(6) 2015 due the implantable neurostimulator (ins) flipping in their body. The health care professional (hcp) repositioned the ins to another spot.

Manufacturer narrative:
The second revision is addressed and reported in MDR # 6000153-2015-00576 and MDR # 6000153-2015-00577. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that their implantable neurostimulator (ins) had flipped on its side so they went in to have surgery to "insert the ins." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient via the manufacturer's representative reported that attempts to use the program setting of 2-, 3-, 4+, 5+ pw 650, 60 hz) resulted in stimulation in the chest. The representative reported that the pocket revision was successful and that the stimulation was appropriate after the procedure (although it was noted that the patient had no memory of seeing the representative after the procedure). If additional information is received, a follow up report will be sent. See manufacturer&#38112;report # 6000153-2015-00576 for the subsequent device issue.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from a consumer via a manufacturer representative (rep) reported that the doctor was to do an implantable neurostimulator (ins) pocket revision on (B)(6) 2015 because the ins pocket was uncomfortable. The doctor was also to also confirm that the ins is not flipped when doing the revision. It was noted that the symptoms had been gradual. The rep had checked the ins and the consumer was getting good therapy. It was unknown when the event began. The issue occurred during use. The consumer's indication for use was noted to be spinal pain.